Event description:
In (B)(6) 2013, a surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient reported radicular pain six months later.in (B)(6) 2014. A new surgeon performed a revision surgery where he removed the implant that was impinging on a nerve and causing the pain. The patient is doing fine after the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve.part numbers:ifuse implant, p/n 7030-90, lot# 8175003938010, manufactured 09/18/12, expires 2015-10.ifuse implant, p/n 7045-90, lot# 8078003804008, manufactured 08/08/12, expires 2015-09.ifuse implant, p/n 7070-90, lot# i0657, expires 2018-05.